Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 17th july 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on (B)(6) 2016 and that it had performed to specification up to (B)(6) 2017. During the above period the device records 19 manual power ons, of varying duration, and one of ten minutes duration. The majority of these power cycles occur during the working week. The device records eight manual power ons, mainly of under one-minute duration and one of 8 minutes duration between (B)(6) 2017 and the last log entry, prior to receipt at heartsine, on (B)(6) 2017. Upon visual inspection of the returned device the upper-case assembly writing appeared to be smudged and scratches were observed around the speaker housing. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. During the power cycle, the voice prompts were present, but were barely audible. This would confirm the reported fault. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The speaker and speaker cable were then inspected with no visual abnormalities observed. The speaker was replaced with a known good speaker and the returned pad-pak was inserted into the device. The device was manually power cycled and successfully gave all audio prompts at an audible level, comparable with a known good unit. No warnings were given at shutdown and the status led continued to flash green, indicating a fault with the original speaker. The original speaker was removed from the upper-case assembly and inspected. On visual inspection of the speaker, metallic debris was observed around the speaker cone. The debris was removed, and the returned speaker was reconnected. The device was again power cycled and was able to provide audio prompts at an audible level comparable with a known good unit. This would confirm a fault with the original speaker due to the metallic debris on the speaker cone. The metallic debris had limited the amplitude of the speaker, and therefore the prompts were barely audible when compared with a known good device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Volume has decreased so much that prompts are barely audible.